Event description:
In 2007, the pt had a right breast capsulectomy with implant exchange done. Approximately 5 years later, the pt returned to the or for removal of right implant and implant exchange due to a noted progressive displacement of the right breast implant over the chest wall. Upon removal of the gel implant the shell at the lateral aspect was noted to be intact, however, the internal gel was not. There was not any loss of gel within the capsular space. The implant was sent to pathology. Pathology noted a linear tear at the edge of the implant 4.7 cm in length, weight of implant=548 grams, 13.5 cm diameter and up to 3.5 cm thickness. The pt did well and was discharged.